Event description:
It was reported that the bd vacutainer® push button blood collection set leaked from the tubing while drawing blood. The following information was provided by the initial reporter: "while drawing a blood culture, employee noticed that blood was leaking from the tubing of the 21 gauge push button luer butterfly. There is a joint at the top of the area in which the needle slides after the button is pushed, and that is where blood was leaking from".

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: fpa. Medical device type: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection set leaked from the tubing while drawing blood. The following information was provided by the initial reporter: "while drawing a blood culture, employee noticed that blood was leaking from the tubing of the 21 gauge push button luer butterfly. There is a joint at the top of the area in which the needle slides after the button is pushed, and that is where blood was leaking from".